Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the implantation mistake was resolved by a thr revision to exchange the r3 20 deg xlpe acet lnr 32mm x 52mm to a 36 mm liner. There was a delay of greater than 30 minutes, however, the current health status of patient is unknown. Therefore, the impact to the patient beyond that which has already been reported is unknown. Should any additional relevant medical information be provided, this compliant would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2021, a r3 20 deg xlpe acet lnr 32 mm x 52 mm was implanted by mistake (during the procedure it was incorrectly selected). This adverse event was solved by bringing the patient back to the operating room for a thr revision surgery to exchange the r3 20 deg xlpe acet lnr 32 mm x 52 mm to a 36 mm liner. There was a delay of greater than 30 minutes. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).